Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging the one touch basic meter is giving an unk error message. This medical specialist was unable to contact the pt to clarify the info during the initial call and to obtain follow up info. The reported issue with the lfs product began on approx two months earlier while the pt had symptoms described as "thirsty and urinating often." The pt indicated that she skipped her diabetes medication of 5 mg of glyburide for an unspecified period of time as a result of the reported issue. The pt further indicated that she was treated at ER and was given medication (unspecified type and dose). The pt was not tested on any other devices. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, time and date of when the reported issue with the lfs meter began, date and time of when symptoms began, hospital treatment and diagnose, and changes to the pt's medication regimen and testing frequency prior to or after the ER visit. During troubleshooting, the customer care advocate was able to resolve the reported issue with training. This complaint is being reported because the pt claimed that she was treated at the emergency room and had symptoms that can be associated with hyperglycemia after stopped taking her diabetes medication due to the reported issue. Replacement products were sent to the pt.